Event description:
Received info regarding occlusion alarms and multiple cartridge alarms (cartridge alarm 1) with multiple cartridges during basal delivery. Customer's blood glucose level was not adversely impacted. Customer reverted to manual injections.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.